Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon string coming completely unattached from the cotton itself [device breakage]. Case description: consumer contacted via e-mail and stated that the tampon string was coming completely unattached from the cotton itself. No serious injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co./the gillette co., (B)(6) . Registration number: (B)(4). 02-jul-2020 product investigation. Results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon string coming completely unattached from the cotton itself [device breakage]. Consumer contacted via e-mail and stated that the tampon string was coming completely unattached from the cotton itself. No serious injury was reported.